Event description:
The head surgeon reported that a pt came in with pain. He observed the pt and took some x-rays. During this he observed, that the gamma3 nail is broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.